Event description:
While monitoring administration of IV chemo therapy, it was noted to be leaking. Further inspection noted that there were drops of liquid on the outside of the tubing filter. The original packaging was not saved.